Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years post deployment, the patient developed the pe. Following year, z-ray revealed that the filter is at the level of mid ivc. Three years followed by that, the patient experienced pain. CT scan revealed that the filter was malpositioned with a strut outside of the ivc retro aortic with no penetration into the aorta. The legs protrude through the wall. The apex of the filter may penetrate the lateral wall. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall and migration of the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, filter's legs and apex perforated through the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced worsening dvt, bilateral pulmonary embolism and development of post-thrombotic syndrome; however, the current status of the patient is unknown.